Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that the patient underwent a surgical procedure to implant an artificial urinary sphincter (aus) device after having a previous sling procedure. The aus was implanted without report of patient complications. Despite efforts, additional information could not be obtained. This report will be updated should further information become available.